Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information received, the system was in clinical use for coronary treatment and the issue occurred after completion of the procedure. The procedure was completed by using images from the x-ray system without delay. A philips field service engineer (fse) performed an onsite inspection and confirmed that the system was unable to generate x-rays. During troubleshooting, the fse identified that the issue was related to the power distribution unit (pdu) fan tray and the direct current power system (dcps) hardware. A review of the system log files indicated the presence of errors associated with the malfunctioning fan tray and dcps. The log files also confirmed a power supply issue at the power tray level (cabinet m). The fse replaced the pdu fan tray and dcps and returned the defective pdu fan tray for analysis. The analysis confirmed the malfunction of the pdu fan tray and identified failures in the fuse, psu mains input cable, and ac/dc power supply components. Following replacement of the module, the system was returned to clinical use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number (fei) has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects an administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.